Event description:
Caller reported that insulin gauge displayed an amount different than expected, and the issue had been ongoing since (B)(6) 2025. There was no reported impact to the customer¿s blood glucose level. Customer had already reloaded prior to contacting support, which did not resolve the issue, and declined further troubleshooting, subsequently requesting a shipment of a replacement.